Event description:
I have a dfm100p which has come in for service, serial number (B)(4). I have checked the software error log and there are no critical errors however in the hardware error log there is 1 critical error. The following critical error was displayed on the dfm100p, (1.17) 18v therapy supply out of range, value = 8.13; however, this dates back to the 19th september 2022 and hasn¿t been reproduced since. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm100 indicating that ECG device popped therapy supply out of range alert. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed by the bench technician and the reported issue was confirmed. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy pca. The reported problem was confirmed. Closure & product disposition: the device was operational after replacement of therapy pca was completed. The investigation identified accessories issue, and replacement has been initiated. If additional information is received the complaint file will be reopened. (B)(6) 2023 update: fa result: this pca was returned "therapy supply out of range alert". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.